Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 21009251. Product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(4), batch: 2000021262.

Event description:
It was reported that the patients devices were causing pain. All device components were explanted and will not be returned.